Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: hoashi t et al. Mid-term outcomes of contegra implantation for the reconstruction of the right ventricular outflow tract to proximal branch pulmonary arteries: japan multicentre study. Interactive cardiovascular and thoracic surgery. 2021. Doi: 10.1 093/icvts/ivab075 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study into the mid-term outcomes of conduit implantation as part of the reconstruction of the right ventricular outflow tract to proximal branch pulmonary arteries. All data were collected from 5 centers between april 2013 and december 2019. The study population included 178 patients (predominantly female, median age 16 months, median weight 8.3 kg), all of whom were implanted with a medtronic contegra pulmonary valved conduit (unique device identifier numbers not provided). Among all medtronic contegra patients, 15 deaths occurred throughout the 5-year follow-up period. It was reported that 13 of the deaths were from cardiac causes and 2 were from other causes, but the authors stated that none of the deaths were related to the contegra conduits. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic contegra patients, adverse events included: conduit explantation and/or catheter intervention due to conduit ste nosis/obstruction, severe pulmonary regurgitation, patient-prosthesis mismatch due to physical outgrowth, infection (due to, (B)(6), staphylococcus lugdunensis, methicillin-resistant staphylococcus epidermidis, streptococcus equ isimilis, penicillin-susceptible streptococcus pneumoniae), aneurysmal dilatation, compression of adjacent structures. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.